Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. Photograph was received and visual inspection showed that there was a fracture on the handle running circumferentially through the pin hole. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product broke on impact. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.